Manufacturer narrative:
Evaluation of the returned packing coil lp revealed offset coil throughout the length of the embolization coil. If the device is forcefully manipulated against resistance, damage such as this may occur. The packing coil lp was returned without its introducer sheath; therefore, a demonstration introducer sheath was used for the functional test. The packing coil lp was unable to be re-sheathed with a demonstration introducer sheath due to the offset coil winds. The root cause of the initial resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar using packing coil lps and non-penumbra microcatheter. During the procedure, the physician had difficulty advancing the packing coil lp from the starting position within its introducer sheath. Subsequently, the physician was able to advance the packing coil lp through the friction lock; however, the packing coil lp would not advance through the microcatheter. Therefore, it was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.